Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximatino. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6)2021, prior to the event, the bg reading was 2.7 mmol/l and the cgm was 8 mmol/l. A few hours later the patient became dehydrated with unspecified stomach issues. Her glucose levels were reported to be unstable; the reporter stated that they ¿saw a few faults¿ but no further details of this were provided and the sensor was left in place. It was reported that the cgm readings then indicated that the patient was stable, but the patient was actually in a hypoglycemic state. No cgm value was provided; the patient did not check a fingerstick bg at the time and no additional symptoms were reported. She was taken to the hospital, admitted for the hypoglycemia and given ¿new stomach tablets,¿ but the reporter (caregiver) was unable to provide any information about any diabetes-related treatment administered. The patient stopped wearing the sensor while she was hospitalized. She was discharged on (B)(6) 2021 with no further issues. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.